Event description:
Cam01 (B)(4) with exhausted battery. The issue was discovered when the patient was already connected to monitor. No known patient injuries. Not known if the event led to an increase in surgery time.

Manufacturer narrative:
All manufacturers: (B)(4). Additional information requested however no response received: 07june2018- request for additional information. 08june2018-request for additional information. 14june2018- request for additional information. 15june2018- request for additional information. Natus completed their investigation on 29august2018. The investigation included the following: methods: review of device history and service records. Review of complaint history and complaint rate. Risk management review. Review of past capas and CAPA determination. Results: the customer's complaint "exhausted battery/' could not be confirmed as the customer has not returned the device for evaluation. DHR review: the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. The device was manufactured on: 30-jul-2013. Complaint history review/ trend analysis: based on the complaint description a review of camoi monitor complaints was completed using the following key words " integ-battery " in the search criteria. The review encompassed dates jul-2016 through jun-2018. There were zero (o) confirmed complaints during this time. Based on the number of sales (jul-2016 through jul-2018), (B)(4) units, this complaint code (reason) has an incident rate of (B)(4). Risk management review: a review of the replacement monitor system hardware design fmea, rev. 4 identifies the hazard for the customers complaint "battery loses contact with contacts" (hazard ID # 7.2). The harm being "delay in treatment if no ac power present". CAPA: a review of CAPA's initiated within the past 24 months, open capas and CAPA at voe was completed specifically related to the complaint was completed to determine if a similar complaint is either under active CAPA investigation or have been previously addressed through a CAPA no capas scopes address issues related to this customer's complaint. Root cause: n/a- device not returned for evaluation. No further action is required, complaint will be re-opened if customer returned the device for evaluation. This complaint is now deemed closed.